Event description:
Medtronic legal received information from the attorney of the family regarding insulin pumps subject to the (B)(6) 2021 voluntary urgent field safety notification related to loose, missing or broken retainer rings. Reporter alleges that that the use of medtronic insulin pump caused personal injuries to the customer. Reporter was unable to provide the product identifier that was in use during the adverse event. It was alleged that the retainer ring was cracked in two spots that and was reported to their doctor but does not recall if reservoir was fully inserted into the reservoir chamber. Reporter alleged of possible under delivery of insulin and no pump alarm/alert notification was received. Blood glucose value were over 400 mg/ dl at the time of the incident. On , october 14 2021 customer alleged that they were hospitalized for 4 days due to hyperglycemia. Customer experienced symptoms such as abdominal pain, lethargy, non-responsive, weakness and confusion. Customer was treated with intravenous fluids, insulin drip and some crabs including beverages. Customer indicated that auto mode feature was active at the time of event. Additional details were still pending at the time the event was reported. No products are expected to return for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Additional information has been received regarding the awareness date and notify date change which was not included in the initial report. So, the correct awareness date and notify date has been changed from 15-nov-2021 to 23-sep-2022 as per new additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.